Event description:
It was reported that the implant was removed due to a fracture on the implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Additional PMA/510(k) number ¿ k011028 / k013227. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified fracture at the body area, what had the appearance of bone debris attached to external threads. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth #4 for approximately 2 years. Implant was placed on a previously loaded site. Complainant reported that the implant was removed due to a fracture on the implant. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there was one related complaints for this product lot.